Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted, and the image was upside-down. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse verified 23003 error in logs on universal surgical manipulator (usm) 2. The tse recommended that the customer move to another endoscope. The customer installed the second endoscope and issue was no longer present. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer installed the second endoscope and issue was no longer present. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.